Event description:
The customer reported the device shuts off while in use. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. When powered on the device was able to obtain readings and alarmed audibly and visually under alarm conditions. The speaker's sound was slightly distorted. The device was fully charged and left running on battery power, the unit did not power off suddenly but the battery life was only 30 minutes. The unit provided an audible low battery alarm prior to shutting down. Internal inspection found the speaker was loose from the housing and a solder crack on a pin of the power supply. A known good battery was installed and the was able to run with battery power without draining quickly. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device shuts off while in use. No patient impact or consequences were reported.